Event description:
It was reported that during an in-service performed by a getinge sales representative, the cardiosave intra-aortic balloon pump (iabp) was showing a red "x" in slot 2 for the battery, even though the battery was installed and fully charged. The getinge sales representative powered down the iabp and restarted the iabp and the red "x" went away. After further training, the getinge sales representative removed the iabp from the cart and after about 2 minutes, the iabp shut off with the "critical alarm" alarming. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify in the power activity log that slot 2 has had numerous "unusable battery" messages displayed. The battery in slot 2 only ran for 45 minutes before fully discharging. The fse ordered the customer 2 new batteries and removed both of the original batteries from the iabp and installed new ones. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer, and cleared for clinical service. The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported issue were noted. The initial reporter is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during an in-service performed by a getinge sales representative, the cardiosave intra-aortic balloon pump (iabp) was showing a red "x" in slot 2 for the battery, even though the battery was installed and fully charged. The getinge sales representative powered down the iabp and restarted the iabp and the red "x" went away. After further training, the getinge sales representative removed the iabp from the cart and after about 2 minutes, the iabp shut off with the "critical alarm" alarming. There was no patient involvement, and no adverse event reported.